Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis and subsequently passed away. Approximately four months prior to experiencing peritonitis the pt was hospitalized for an unreported indication and was started on capd therapy for end stage renal disease on the same day. On an unreported date, the patient experienced an infected wound from chest tube thoracostomy manifested by pus leaking which caused peritonitis. The peritonitis was manifested by abdominal pain and cloudy dialysate. Treatment was not reported. One day prior to death, pd therapy and other medicines were discontinued as the relatives signed a dnr (do not resuscitate) waiver. The next day the patient experienced cardiac arrest and subsequently died on the same day. The cause of death was reported to be cardiac arrest. It was not reported if an autopsy was performed. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4).